Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue sureform 60 reload was analyzed and the complaint regarding missing staples in the reload was confirmed by failure analysis. Upon visual inspection, the reload was found to be unused and not fired. A missing staple was observed. No damage to the cartridge or the cover was observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The reload was transferred to the manufacturing team for further investigation into the assembly of lot k12230223. There is a 100% inspection for staple placement during the assembly of reloads. No manufacturing errors were detected for this lot and the evidence does not suggest a workmanship-related failure. As the reload was already removed from the packaging, likely, one of the staples was inadvertently dislodged during handling prior to detection by the user. The staple was not returned with the reload, however, the reload was not fired and the missing staple was identified prior to use.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were no staples in the sureform 60 blue reload. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as the surgeon was moving the stapler instrument towards the stomach tissue to fire, the customer noticed that the last few rows of staples in the reload were sticking out. The customer swapped to a backup and continued with no further issues and no harm to the patient. The defective reload was never fired.

Manufacturer narrative:
Based on the claims against the product, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.